Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: (B)(4)) on 05-aug-2021. The most recent information was received on 20-aug-2021. This spontaneous case was reported by a health professional and describes the occurrence of medical device removal ('left adnexectomy + removal of essure + right salpingectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2017, the patient had essure inserted. In 2017, the patient experienced myalgia ("muscle pain in lower limbs from the hip / gastrocnemius") and musculoskeletal discomfort ("feeling of heaviness in the buttocks"). On an unknown date, the patient underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (left adnexectomy + removal of essure + right salpingectomy and operated on for varicose veins). Essure was removed. At the time of the report, the medical device removal, myalgia and musculoskeletal discomfort outcome was unknown. The reporter provided no causality assessment for medical device removal, musculoskeletal discomfort and myalgia with essure. The reporter commented: that she operated for varicose veins as it could be the cause of the radiating pain, without noticing improvement. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 20-aug-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: (B)(4)) on 05-aug-2021. The most recent information was received on 17-sep-2021. This spontaneous case was reported by a health professional and describes the occurrence of medical device removal ('left adnexectomy + removal of right essure + reconstruction of right uterine horn + salpingectomy') in a 43-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2017, the patient had essure inserted. In 2017, the patient experienced myalgia ("muscle pain in lower limbs from the hip / gastrocnemius"), musculoskeletal discomfort ("feeling of heaviness in the buttocks"), pain in extremity ("pain in lower extremities"), arthralgia ("pain in hips") and musculoskeletal pain ("pain in buttocks"). On an unknown date, the patient underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (left adnexectomy + removal of right essure + reconstruction of right uterine horn + salpingectomy and operated on for varicose veins). Essure was removed on (B)(6) 2021. At the time of the report, the medical device removal, myalgia, musculoskeletal discomfort, pain in extremity, arthralgia and musculoskeletal pain outcome was unknown. The reporter provided no causality assessment for arthralgia, medical device removal, musculoskeletal discomfort, musculoskeletal pain, myalgia and pain in extremity with essure. The reporter commented: that she operated for varicose veins as it could be the cause of the radiating pain, without noticing improvement., it was considered that essure contributed to the occurrence of the event(s). Removal was performed due to medical reason. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 46 kgs. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 17-sep-2021: essure device removal questionnaire was received and the following information was provided: patient's date of birth, weight, essure removed on (B)(6) 2021, new events pain in lower extremities, pain in buttocks, pain in hips added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (spanish agency of medicines and medical devices, reference number: (B)(4)) on 05-aug-2021. This spontaneous case was reported by a health professional and describes the occurrence of medical device removal ('left adnexectomy + removal of essure + right salpingectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2017, the patient had essure inserted. In 2017, the patient experienced myalgia ("muscle pain in lower limbs from the hip / gastrocnemius") and musculoskeletal discomfort ("feeling of heaviness in the buttocks"). On an unknown date, the patient underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (left adnexectomy + removal of essure + right salpingectomy and operated on for varicose veins). Essure was removed. At the time of the report, the medical device removal, myalgia and musculoskeletal discomfort outcome was unknown. The reporter provided no causality assessment for medical device removal, musculoskeletal discomfort and myalgia with essure. The reporter commented: that she operated for varicose veins as it could be the cause of the radiating pain, without noticing improvement. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.